Manufacturer narrative:
The customer was removing the liquid waste container from the instrument and had removed the entire cap from the bottle as the quick connectors were unable to be removed due to an excess build-up of dried wash buffer. As the customer was lifting the bottle over some boxes, the bottle tipped over and the liquid waste poured out on the customer's face and chest. The customer was wearing gloves and a lab coat as well as her glasses at the time.

Event description:
During operation of the instrument the customer spilled the contents of the liquid waste onto her face and chest. The customer was taken to the emergency room and treated for breathing issues and prescribed prophylaxis medication as a pre-caution. The customer is currently being monitored for infectious disease. No permanent damage or injury was reported.